Manufacturer narrative:
The lead and anchor were returned for analysis. The anchor passed all testing. The lead failed resistance testing and dry electrical testing, confirming the reported event of impedance shift. At the location of a kink immediately distal of the anchor fixation site, two broken conductor wires were noted. The cause of the conductor wire breakages could not be conclusively identified, but based on the location, the cause of the disconnected electrodes may be related to the implanting technique. Lead migration from the location chosen at initial implantation, resulting in stimulation changes, is listed as a potential risk in the manufacturer's instructions for use (IFU). Per the event description, the lead movement appears to be the result of a fall. The x-ray taken of the lead movement was not made available. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a routine follow-up visit of an implanted evoke spinal cord stimulation (scs) system (evoke system), an impedance shift on electrodes 4 and 5 was noted. Stimulation with these electrodes was possible. The patient described a drop or fall down a couple of weeks prior. An x-ray revealed lead movement. Re-programming was able to provide some relief for the patient. An evoke 12c percutaneous lead kit - 90cm revision occurred on (B)(6) 2023. The lead was replaced with a new lead. A second lead was implanted to provide additional coverage. The procedure was successful and the patient was programmed to provide stimulation in all needed dermatomes.